Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), instruments would not track on multiple occasions, at least 10, in the procedure. It was reported the issue carried to all instruments in the tray used. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient gender provided. Correction: initial reporter updated to proper value. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site opted to complete the procedure with a malleable suction.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were multiple bent instruments that resulted in the reported issue. It was noted that the navigation system functioned as designed. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue could not be replicated while testing the navigation system.